Event description:
It was reported that during a scheduled remote transmission, an auto mode switch episode and a non-sustained vt event were simultaneously observed. The patient reported no symptoms associated with the ams event. Programming changes were made. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.